Event description:
Rep reported that patient's stimulation was turned on and functioning normally after the appointment; tried a new programming on his stimulator to help with patient's chronic pain. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) was having an MRI procedure of their cervical spine. It was confirmed by both the pt and the MRI tech at the facility that the ins was in MRI mode at the time of the MRI. During the MRI the pt felt the implanted neurostimulator (ins) pocket vibrating and warmth and tugging, which coincided/matched with the sound pattern of the MRI sequence. The pt also felt twitching/discomfort in their right leg that also matched the sound pattern of the MRI. The MRI was aborted so the thoracic and lumbar areas did not get scanned. The pt notified the rep the same day as the MRI. The rep confirmed the pt's programming was set to dtm protocol for low back and leg pain. The pt confirmed with the rep that after the MRI when they turned the therapy back on, it felt as normal, but the pt decided to turn the therapy off since they didn't know whether or not they could keep therapy on after the MRI incident. The rep spoke with technical services who reviewed with the rep that the warm tugging sensation is possible, however it was uncertain why the pt would have felt sensation in their legs. It was reviewed that perhaps the wrong machine was used, the wrong type of coil was used, sar value adherence could possibly be a factor, or even the scan time limit may have been exceeded. Tss reviewed the pt would need to see their doctor to determine if there was any injury as a result of the MRI. The rep was asked to have the MRI tech call tss to confirm scan parameters. The rep was asked to check impedances to determine if there was a system integrity problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Rep reports the patient is seeing their physician (B)(6) 2025 and another rep will be present at that appointment. Rep reports they did not speak to the representatives/techs at the MRI facility but the patient told them that the facility said they were using manufacturer appropriate parameters. Additional information was received from the rep who met with the patient at the doctor's office. Rep reports they interrogated the patient's device, all impedances were normal, and connections were fine. Patient reiterated their MRI experience stating they felt the device moving in sync with the field going on and off and they had to abort their MRI due to the pain this caused. Rep reports the patient states they have some pain in their shoulder blades area now. Rep reports the patient met with a medical provider (nurse practitioner or physician's assistant), and rep informed the medical provider that impedances and connections were normal and that the system is MRI compatible and there should be no issue with scans.